Manufacturer narrative:
On 12/28/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - a visual inspection found no external visible. Physical damage. The heat extender mirror was dislodged from its holder and loose in the unit. Functional testing found the lamp ignited and functioned properly. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: there was no additional, physical damage. Functional testing found the lamp ignited and functioned properly. The complaint report of ¿unit is burning cables/end-fittings¿, was confirmed. Note that when the mirror is not in proper position heat from the lamp is not deflected and radiates out through the port on the turret and into the attached cable. The root cause of the dislodged mirror was not determined.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the unit is burning cables/end-fittings. On (B)(6) 2016 customer reports issue was found during an open gallbladder, about halfway through the procedure, no harm to patient. No further information available. #1 of 2 related devices.